Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. At the time of the index procedure, angiography revealed three vessels diseased. The indication for the procedure was positive functional study for ischemia. The first lesion treated was 1st obtuse marginal that was described as 25mm in length, class b2, and de novo with 90% stenosis. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2.25 x 20mm balloon at 14atm and a 2.25 x 23mm cypher rx was implanted at 18atm. As a standard procedure, the stent was post-dilated with a 3 x 12mm balloon at 14atm. The second lesion treated was distal left anterior descending that was described as 10mm in length, class b1, and de novo with 90% stenosis. The reference vessel was 2.25mm in diameter. As planned, the lesion was pre-dilated with a 3 x 12mm balloon at 8atm and a 2.25 x 13mm cypher rx was implanted at 16atm without post-dilation. The third lesion treated was 1st diagonal that was described as 20mm in length and de novo. The lesion was treated with a balloon dilatation as a standard care. Post-procedure stenosis was 30% with timi flow iii. Pre-procedure enzymes were normal in range, but the troponin I was 0.10 (0.03 unl) at 16-24 hours post index procedure. As per the adjudication minutes, the ECG core lab reported no new major st-t abnormalities, no q waves, but the elevated troponin I was later diagnosed as a periprocedural mi as per adjudication minutes. There were no procedural complications reported and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, plavix, eptifibatide, fenofibrate, heparin, metoprolol, percocet, prozac, soma, synthroid, xanax, and zocor. Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) female with medical history including angina, positive functional study for ischemia, most recent pci (B)(6) 2001, family history of coronary artery disease, hyperlipidemia, history of smoking within 30 days, hypothyroidism. At the time of the index procedure, angiography revealed three vessels diseased. The indication for the procedure was positive functional study for ischemia. The first lesion treated was 1st obtuse marginal that was described as 25mm in length, class b2, and de novo with 90% stenosis. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 2.25 x 20mm balloon at 14atm and a 2.25 x 23mm cypher rx was implanted at 18atm. As a standard procedure, the stent was post-dilated with a 3 x 12mm balloon at 14atm. The second lesion treated was distal left anterior descending that was described as 10mm in length, class b1, and de novo with 90% stenosis. The reference vessel was 2.25mm in diameter. As planned, the lesion was pre-dilated with a 3 x 12mm balloon at 8atm and a 2.25 x 13mm cypher rx was implanted at 16atm without post-dilation. The third lesion treated was 1st diagonal that was described as 20mm in length and de novo. The lesion was treated with a balloon dilatation as a standard care. Post-procedure stenosis was 30% with timi flow iii. Pre-procedure enzymes were normal in range, but the troponin I was 0.10 (0.03 unl) at 16-24 hours post index procedure. As per the adjudication minutes, the ECG core lab reported no new major st-t abnormalities, no q waves, but the elevated troponin I was later diagnosed as a periprocedural mi as per adjudication minutes. There were no procedural complications reported and the patient was discharged the following day on dual anti-platelet therapy. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15012564 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00391 and 3003742446-2012-00392.